Event description:
False positive result(s). Customer stated that she tested on three different occasions. Test window showed a faint line indicating positive results each time she tested. She also used another brand (binax) after using flowflex and results were negative. Had three pcr tests, results were negative.

Manufacturer narrative:
Investigation is not required as the customer did not provide lot numbers and expiration dates of home tests.